Event description:
Cannulated first needle and noted profuse bleeding around stick site. When attempting to pull stick wings and tubing of needle separated from needle portion. Needle remained in pts arm and continued to bleed. After approx 90 seconds, nurse determined. Remaining portion of needle still in pts arm and was causing continued bleeding. Able to remove remaining portion of needle bleeding stopped. Dialysis continued with different brand of needles. Upon further investigation noted complaints from 2 days prior to be as follows. While applying pressure to needle site and pulling fistula needle out post treatment noted wing section stayed behind. Needle actually pulled back through wing section. This occurred approx 2-3 times. No damage noted to access or pt.